Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while placing the reload, it got disconnected from the handle and fell into the abdominal cavity. The device was retrieved using a grasper and a new handle and reload was used to complete the case. No injury.